Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the lead was installed on (B)(6) 2024 in the operating room by a neurosurgeon assisted by the manufacturer representative (rep). A few days after surgery, there was no response to neurostimulation. After various tests carried out at the revision surgery on (B)(6) 2024, it turns out that the surgical electrode is defective. The electrode had to be changed with the "installation of a bumpy".

Manufacturer narrative:
Other medical products in use during the event include: brand name: specify surescan, product ID: 977c165 (serial: (B)(6), product type: 0200-lead, implant date: (B)(6) 2024, explant date: (B)(6) 2024. G2: the country of the event is fr. The report had a discrepancy for the lead implant date (listed both as (B)(6) 2024 and stated as installed on (B)(6) 2024). Follow-up will be performed to clarify this. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for lead va2ys0s004 revealed no anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type led correction to b3: event date has been updated to (B)(6) 2024. Original aware date of the reported issues updated to (B)(6) 2024. G2: the country of the event is fr medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The lead / electrode was implanted on the 17th and replaced with a new lead on the 19th by surgical intervention, which was the decision taken on that date and when the manufacturer was made aware of the issue. The event date was corrected / confirmed as (B)(6) 2024. Cause of the defective lead was unknown as of this moment. Regarding if the defective lead and no response to neurostimulation issues have since been resolved with the replacement and "installation of a bumpy", it was stated that the bumpy was not installed, and the defective lead was replaced. "Surgical electrode is defective" was clarified to mean that there were bad impedances. Information confirmed with physician.